Manufacturer narrative:
The following information has been updated/corrected: b.3. Date of event: (B)(6) 2020.

Event description:
It was reported that an unspecified number of syringe 0.5ml 30ga 8mm blister 200bx experienced incorrect label information which was noted prior to use. The following information was provided by the initial reporter: we received below comment on this submission: for bd micro-fine¿ + the outer labels for all models shows ultra-fine¿.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to an unknown lot number. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of syringe 0.5ml 30ga 8mm blister 200bx experienced incorrect label information which was noted prior to use. The following information was provided by the initial reporter: we received below comment on this submission: for bd micro-fine¿ + the outer labels for all models shows ultra-fine¿.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified number of syringe 0.5ml 30ga 8mm blister 200bx experienced incorrect label information which was noted prior to use. The following information was provided by the initial reporter: we received below comment on this submission: for bd micro-fine¿ + the outer labels for all models shows ultra-fine¿.